Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number qkmcpr /j603w33, and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following information was obtained: what tissue was being approximated or sutured when the pull off occurred? No further information is available. What was used to complete the procedure? No further information is available. Device return status/follow up: we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 05/11/2021. A manufacturing record evaluation was performed for the finished device lot number: qkmcpr, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code j603h was received for evaluation. Visual inspection of the opened sample the detached needles, the swage and attachment area was noted to be as expected, marks by the surgical instrument were noted and no suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. No conclusion could be reached as to what caused the reported complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.